Event description:
A cryoablation procedure was performed using the arctic front catheter. There were no problems with the device during the procedure. Following cryoablation, rf was used to touch up veins. During recovery, the patient experienced some visual disturbance. Consultation and CT with neurologist revealed microembolism shower. All symptoms resolved and no further treatment was required.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.